Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the implantable cardioverter defibrillator was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indications prematurely. The ICD was removed and replaced. No patient complications were reported as a result of this event.